Event description:
Cde stated that the patient advised cde that the needle button on the v-go 40, released on its own shortly after starting therapy with v-go. The patient did confirm that there was not interference with clothing and that the v-go 40 was not bumped causing for the needle button to release. The v-go device is being applied to the abdomen. The v-go device in question is not available for collection.